Event description:
The initial reporter received questionable sodium electrode results for approximately 13 patient samples tested on the cobas pro ise analytical unit. The following are the patient samples identified with discrepant results from the list provided: patient sample 1 the initial result from the analyzer was 152 mmol/l. The repeat result from another cobas pro ise analytical unit was 139.5 mmol/l. Patient sample 2 the initial result from the analyzer was 153 mmol/l. The repeat result from another cobas pro ise analytical unit was 139.7 mmol/l. Patient sample 3 the initial result from the analyzer was 149 mmol/l. The repeat result from another cobas pro ise analytical unit was 136.2 mmol/l. The ion-selective electrode results were high on the analyzer compared to the other analyzer, and the qc went out of range, prompting the rerun. The repeat results were deemed correct.

Manufacturer narrative:
The sodium electrode serial number is (B)(6). The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and found the unlock mechanism for reagent bottles broken. He performed an instrument check, cleaned the vacuum and sipper nozzles, reseated the electrodes, removed the broken parts, performed successful air purges, reagent primes, calibrations, qcs, and precision checks, and verified that the analyzer was again performing according to specifications.